Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx.. Concomitant medical products: 405800 comp. Rev shldr 9 in steinmann 694350; 405883 comp rvs 3.2mm drl 103580; 405889 comp rvs 2.7mm dia drl 939740; 115394 comp rvs cntrl 6.5x20mm st/rst 279190; 115395 comp rvs cntrl 6.5x25mm st/rst 877350; 180551 comp lk scr 3.5hex 4.75x20 st 698730; 180560 comp nlk scr 3.5hex 4.75x30 st 874220; 180551 comp lk scr 3.5hex 4.75x20 st 131590; 115310 comp rvrs shldr glnsp std 36mm 785350; 113634 comp primary stem 14mm mini 232400; 110031419 hmrl bearing 36mm +3 prlng 64746324; 110031399 hmrl tray std std 64855954. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right shoulder procedure on an unknown date. The patient was revised due to disassociation. No additional information is available.